Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, in the patient¿s mouth, a failure occurred upon insertion. Patient reported pain at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in the patient¿s mouth, a failure occurred upon insertion. The device will be forwarded to the manufacturer for investigation. Patient reported pain at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that on the day the dental implant was placed, in the patient¿s mouth, a failure occurred upon insertion. Patient reported pain at time of event, no further complications were observed.